Manufacturer narrative:
This report 1219930-2017-07738 was sent in error as a duplicate for MFR. Report number: 1219930-2018-04549, any additional information received in the future will be captured and submitted under the report number 1219930-2018-04549. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe# (B)(4).

Event description:
According to the reporter, the device was unable to fire while being applied on the stomach. After the release of the green trip release button, the trigger was not attached to the controls and the handle broke off. The physician was not able to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.